Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed vertical cracks on the chamber dome; below one of the ports and at the baffle. A stress mark was also found around the dome near the base. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: we were unable to conclusively determine what had caused the cracking on the chamber dome; however, our previous investigations into similar complaints showed that cracks on the chamber dome can be due to the application of excessive pressure. The integrity of the chamber can be affected when pressure exceeds 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the subject mr290 chamber became damaged after it was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that a crack on the dome of an mr290 vented autofeed humidification chamber was found after 15 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber has been returned to (B)(4) for investigation. We are currently in the process of investigating the complaint device to determine if it had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that a crack on the dome of an mr290 vented autofeed humidification chamber was found after 15 days of use. No patient consequence was reported.